Manufacturer narrative:
(B)(4). The analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload present. The cartridge was received void of staples, with the washer cut, with the drivers and knife exposed. In addition the returned cartridge was noted to have the rear cap damaged. It is possible that the pushrod was not fully in its home position when the reload was loaded on the device, causing the damage to the push rod and rear cap. No functional test was performed due the condition of the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the use of this stapler on a patient the process went fine up to the point of opening the stapler. After several attempts they were able to open the stapler without any adverse effects for the patient. Staples were formed appropriate. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.